Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login, which located on lcicu. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) and product support engineering (pse) confirmed that users were now able to log in successfully after retrying, and no ongoing issues were observed. The system was functioning normally at that time but continued monitoring of the case was advised. The issue was resolved and tss proceed to close the case. The system functioned as intended when the technical support specialist and product support engineer investigated the device.